Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Catalog and lot number unknown / not provided. Therapy date unknown / not provided. PMA/ 510(k) number unknown / not provided.

Event description:
It was reported that the doctor could not thread the healing collar. The healing abutment wouldn't screw down; therefore the implant was taken out and a new implant placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The associated implant was returned for investigation. However, the unknown healing collar was not returned. Therefore, visual evaluation of the healing collar could not be performed. Visual evaluation of the as returned implant identified signs of wear and bone residue around the external threads due to usage. Additionally, the internal threads were rounded. Functional testing was performed using an in-house healing collar. It was not possible to torque the device into the implant as its internal threads were rounded. X-ray or picture images were not provided. Device history review (DHR) & complaint history reviews could not be performed since the lot number associated to the unknown item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complainant reported that the unknown healing collar could not seat on implant. The implant was returned but the healing collar was not returned. Based on functional evaluation of the associated implant, the complaint is confirmed. A definitive root cause for this complaint could not be determined. Device not returned to manufacturer.